Event description:
It was reported that physician elected to upgrade the right ventricular (rv) lead from a passive fixation lead to an active fixation lead for better stability. When the physician opened the pocket, it was noted the right ventricular (rv) lead was damaged. It was unclear as to when the damage had occurred. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to melting. The outer insulation of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated apparent explant damage. The analyst noted that four of five proximal conductors and outer insulation was melted at 5.5cm due to explant damage. If information is provided in the future, a supplemental report will be issued.